Manufacturer narrative:
Device evaluation has been done and box h11 has been updated: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation manufacture observed that dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Air inlet filter was observed missing. Manufacture also observed a humidifier led cr11, and level indicator 2 led cr14 & 3 led cr15 dim. Manufacture observed black substance on the outside bottom of the blower of the enclosure. Evidence of sound abatement foam degradation/breakdown was observed in this device. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source.

Manufacturer narrative:
The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 7 error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart attack. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
MDR 2518422-2024-071049-2 processed as in correctly, please consider MDR 2518422-2024-071049-1.